Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump has a blank screen. Customer's blood glucose reading was 213 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. Operating current test was not performed due to unresponsive buttons. No blank display during testing. No damage found on the lcd isolation tape noted. The device had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked case at reservoir tube window corner, and stained end cap sticker.